Event description:
It was reported that customer is experiencing high blood glucose levels. Customer experienced dry mouth and fatigue. Customer's blood glucose reading was 566 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.